Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead package was opened and it was noted that the helix of the lead tip was kinked. The lead could not be used so a different lead was used to continue to the implant procedure. Additionally, due to the narrow vascular access of the patient the catheter encountered multiple resistances. The physician made multiple attempts and adjustments but the catheter could still not pass. The catheter was kinked and could not be used. A different catheter was used to successfully complete the procedure. No patient complications have been reported as a result of this event.